Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced a serious injury during a procedure where manta was attempted for closure of the femoral access site. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a possible contributing factor in this event. The manta instructions for use lists warnings that includes do not use if the patient has marked obesity or cachexia (bmi >40 kg/m2 or <20 kg/m2). The patient's bmi was reported as 43 kg/m2, which exceeds the bmi in the warning. Precautions in the instructions for use include: in the event bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices are listed in the instructions for use and includes local trauma to the femoral or iliac artery wall, such as dissection and access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient, who had a body mass index (bmi) of 43, underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient had a pre-procedure angiogram completed. However, there was no actual vessel measurement from 3-dimension. The vessel reportedly had no calcification. Femoral access for the tavr was obtained in the patient's right femoral artery using ultrasound guidance and micro-puncture kit. Depth location for manta 18f vascular closure device (manta) was completed properly with a deployment depth measurement of 6.5 cm + 1.0 cm. An 18f procedure sheath was inserted, then exchanged for a 34 mm aortic valve. After deployment of the valve, the sheath was exchanged for an 18f sheath. Protamine was administered to the patient prior to manta deployment. The manta was deployed appropriately; however, when the operator was pulling back to tension at a 45-degree angle, the manta reportedly "snapped back", as if the manta toggle was pulled out of the vessel through the arteriotomy. The operator continued to pull the manta to tension with yellow/green showing on the tension indicator and the blue lock advancement tube was advanced down. Bleeding at the closure site continued and the operator held the manta with tension and advanced the lock advancement tube down a second time. Pulsatile bleeding continued. Manual compression was applied to the closure site for five-to-six minutes. A post-deployment angiogram was then taken which revealed a dissection that appeared to be above (proximal) the radiopaque marker. The operator inflated an 8.0 mm x 40.0 mm balloon inside the vessel for two minutes. A repeat angiogram was then taken and showed blushing present. An 8.0 mm x 39.0 mm covered stent was placed to successfully provide hemostasis. A final angiogram was taken revealing a patent vessel.

Manufacturer narrative:
It was noted by the physician, while pulling back to tension, the manta "snapped back" as if the toggle pulled out of the vessel through the arteriotomy. A post-deployment angiogram revealed a dissection proximal to the access site causing continuous bleeding and was remedied with placement of a covered stent. Dissections are a common large bore procedural complication; therefore it cannot be determined if the dissection occurred prior to or during the manta deployment. The root cause of the dissection remains inconclusive. The "snapping back" sensation described by the physician may have been caused by the anchor catching onto the dissection upon withdraw. Additionally, there was an allegation that the radiopaque lock "appeared not to be in the proper position," however imaging was not received so this cannot be confirmed either way. The IFU was reviewed and confirmed to list local trauma to the femoral artery or iliac artery wall, such as dissection and other access site complications leading to bleeding possibly requiring placement of a covered stent as possible adverse events. The risk documentation was reviewed, and this is a known risk.. The occurrence rate for this type of incident remains below current risk documentation acceptable levels.the device history record was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling